Event description:
It was reported that a internal blood leak occurred at the beginning of treatment causing the extracorporeal circuit to be lost. No medical intervention was required.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.